Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the battery compartment was found to be cracked on the side from the threads to the cover and cracked below the bumper pad. The corrosion was observed inside the battery compartment. A leak test revealed a leak at the battery compartment and the audio bolus button. The pump cover was removed; there was no further evidence of moisture damage found. Unrelated to the complaint, the audio bolus button cover was found to be torn; however, the bolus button was found to be responsive. Also unrelated to the complaint, the display screen was found to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.